Event description:
It was reported that while the patient was being prepped for surgery to donate a kidney, the programmer could not interrogate the patient's implantable pulse generator (ipg) device. The nurse tried "flipping" the programmer radio frequency (rf) head over and still no telemetry. The nurse then applied the magnet to the device and was able to see the beats. The nurse was to try with another programmer. Further information obtained through follow up indicated that no additional information was available about the interrogation with another programmer. The physician did state that the device was previously "always" able to be interrogated. The status of the programmer is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. If additional relevant information is received, a supplemental report will be submitted. (B)(4).